Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that following the patient¿s fall on (B)(6), 2018 the patient had subsequent CT scans. There was a possible overdischarge. The patient had not performed any antenna locate sessions to wake up the battery. At the time of the report, the manufacturer representative was able to communicate with the implantable neurostimulator which had the screen, ¿battery is discharged ¿ charge now¿, and after recharging the implantable neurostimulator, a 0x400 parity power on reset error message was seen. The power on reset message was successfully cleared with the clinician programmer. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the cause for the patient not being able to turn their implantable neurostimulator on and getting poor communication was unknown. The battery was not overdischarged, and charging was able to be performed easily with 8 bars. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient not being able to turn their device on and getting poor communication was due to having their device off for 2 months. The patient had went to the clinic and they were able to resolve the patient's issues and everything is now working fine. No further information was reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is getting poor communication. The last time the patient has felt stimulation or charged her implant was in 2017. The patient stated that she found that "all of the sudden it will not turn on anymore" and says this was noticed a couple months ago (2017) when she was in the hospital after breaking her shoulder. The patient said she had a fall on (B)(6) 2018 and broke her shoulder. The patient thinks she had not charged or felt stimulation in a few months (2017). No further complications were reported. No additional patient symptoms were reported.